Event description:
It was reported that the bottom menu display of the epg (external pulse generator) was intermittently faulty. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the lower screen of display was missing pixels. It was also noted that the lower case was broken, the upper case was contaminated, the ring cover and both bail covers were broken, the battery contacts were compressed, the battery drawer was contaminated, and the keyboard was scratched.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).